Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl. The customer¿s current blood glucose level is 237 mg/dl. The customer also reported other blood glucose values such as 300 mg/dl to 500 mg/dl, over 300 mg/dl, 124 mg/dl. Based on customer report customer did not allege the insulin pump was under delivering. The customer treated for high blood glucose with shot or insulin pump. The customer was reported that the insulin pump was on auto mode. The customer was reported that the insulin pump had no delivery alarm and it was resolved by complete set change. The customer was reported that the insulin pump passed displacement test and self-test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.